Event description:
It was reported that the cassette was not attached properly. No patient injury was reported.

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Operator of device is unknown.

Manufacturer narrative:
Device evaluation: the tamper seal was removed. Performed functional test, the dso sensor is inoperable. The reported "cassette not attached properly" problem was duplicated. Performed functional test, turn on pump close lever pump started alarm cassette not attached properly. Replaced the dso. Product is beyond a year from manufacture date and there was no indication of a manufacturing defect during the investigation, so a DHR review was not performed. Service history review identified this device has not been in for service previously.

Manufacturer narrative:
Other, other text: b3: date of event: updated with additional information received.b5: describe event or problem: updated with additional information received.h6: event problem and evaluation codes: updates are not required.h10: no sample has been received by manufacturing to date. Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
Additional information was received by the manufacturer on (B)(6)-2022 via email and attached to the complaint object. The unit was brought to biomed with a note saying (cassette not attached properly, reattach cassette). The date of the event information was received and updated into the file. The reported event did not occur during use with any patient, the event resulted in no harm to any patient and no medical intervention was required.